Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient was admitted recently with right sided heart failure. The decision was made to send the patient home on hospice. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome and right-side heart failure could not be conclusively determined through this evaluation. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists right heart failure and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that right heart failure did not exist prior to left ventricular assist device (lvad) implant. It was unknown if right heart failure was due to the progression of the disease. The lvad therapy did not worsen right heart failure.